Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed. The customer stated that he saw insulin in the reservoir compartment. Advised the customer that a replacement of the device would be sent, and to revert to back up plan. No further information was provided.